Event description:
It was reported during a lap colon procedure that there was an incomplete staple line. Another device was used to complete the case. No further information available. There was no adverse patient consequence.